Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state the arctic sun device was not cooling due to a failed mixing pump. They would like a quote for depot repair and loaner. Per additional information updated from ttm on 06may2025, had device that needs to come in for repair. They were awaiting a po, but in the meantime want to see about getting a loaner device sent over. Per additional information updated from ttm on 07may2025, biomed would like to troubleshoot the alert 113 (reduced water temperature control) they were getting on the arctic sun device sn #: (B)(6).

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue was failed mixing pump. Called to state the arctic sun device was not cooling due to a failed mixing pump. They would like a quote for depot repair and loaner. Per additional information updated from ttm on 06may2025, had device that needs to come in for repair. They were awaiting a po, but in the meantime want to see about getting a loaner device sent over. Per additional information updated from ttm on 07may2025, biomed would like to troubleshoot the alert 113 (reduced water temperature control) they were getting on the arctic sun device sn# (B)(6). The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state the arctic sun device was not cooling due to a failed mixing pump. They would like a quote for depot repair and loaner. Per additional information updated from ttm on 06may2025, had device that needs to come in for repair. They were awaiting a po, but in the meantime want to see about getting a loaner device sent over. Per additional information updated from ttm on 07may2025, biomed would like to troubleshoot the alert 113 (reduced water temperature control) they were getting on the arctic sun device sn# (B)(6).